Event description:
It was reported that the patients device could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
The reported loss of communication was due to a low battery voltage. A longevity calculaton was performed based on programmed settings and usage data and the device was found to not meet its longevity requirement. With an external power supply and the removal of the battery, the device tested normally and all specifications were met. No sources of high current drain were identified. The battery was sent to the manufacturer and no anomalies were identified. The cause of the premature battery depletion that led to the loss communication was not determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.